Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side having had "numerous surgeries", "now dealing with the emotional roller-coaster of them rupturing and infecting my body so badly." Patient additionally reported infection, seroma-late, and inflammation. Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection (unknown onset).

Event description:
Patient reported for left side, having had "numerous surgeries", "now dealing with the emotional roller-coaster of them rupturing and infecting my body so badly." The device remains implanted.